Manufacturer narrative:
The field service representative (fsr) installed a central control monitor b (ccmb) to resolve the complaint. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. As per service repair technician (srt), unit was scrapped and not repaired. The unit was replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to function normally.

Manufacturer narrative:
(B)(4). According to the field service representative (fsr), the perfusionist reported that the system has failed to fully boot twice in the last year. The actual dates or times were not logged. The perfusionist said that in both times the central control monitor a (ccma) stayed in the gray screen for well over five (5) minutes and never completed the boot up. In both times, the perfusionist turned the system off and powered back on after 10 seconds. The system booted fully on the second attempt. The fsr could not duplicate the ccma not fully booting up. The logs were analyzed and no issues were found. The ccma operated within the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system has failed to fully boot up twice in the last year. As a result, the customer rebooted the unit and it resolved the problem. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.